Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was recording noise on both the right ventricular pacing and shocking channels, resulting in pacemaker inhibtion.